Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient stated that her "heart rate is up and she feels a faint thumping in chest area since new lead implanted." The patient said the lead is too long and it's curved in her body and causes discomfort. According to available information, no leads have been implanted since 2000. Additional information received from the patient was that she feels some "pain" and is uncomfortable "where the lead is placed." Information obtained through follow up with the physician office indicated that the physician noted some high atrial rates, which were "short-lived" and that the patient has a history of a-fib. Also noted were mode switches via carelink, but no svt/vt. The lead and device remain in use. No patient complications have been reported as a result of this event.